Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: hai, j. J., e. T. Lim, et al. (2015). "First clinical experience of the safety and feasibility of total subcutaneous implantable defibrillator in an asian population." Europace 17 suppl 2: ii63-ii68.

Event description:
Boston scientific received information from a journal article that 31 days post-implant, the patient (patient e, male, (B)(6)) with this subcutaneous implantable cardioverter defibrillator electrode experienced a delay in wound healing, tissue necrosis and a localized infection at the sternal incision. Both antibiotics and debridement of the incision site were performed. The article stated that this was not considered to be life threatening and did not require explant. The model/serial information of the s-ICD system was not provided in the article. The event occurred in either (B)(6). No adverse patient effects were reported. No further information was able to be obtained from the journal article author about this case study.